Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for low o2 concentration. Identification of issue has been done by analyzing problem description and service reports. This complaint has been decided to be reported to competent authorities, as the initial description might have underlying causes which represent a reportable event. In the further process of complaint handling it has been identified that the issue was related to direct access knob. This problem is not considered as safety related and do not compromise user¿s safety. The issue was solved by adjusting the direct access knob. No parts were replaced. There was no patient harm. Unfortunately, the device's logs were not available for further analyze, therefore the root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator alarmed for low o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).